Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address disassociation of the liner from the cup, which may have led to dislocation.

Manufacturer narrative:
Patient was revised to address disassociation of the liner from the cup, which may have led to dislocation. Doi (B)(6) 2012 - dor (B)(6) 2013 (right hip). Examination of the returned devices finds nothing outward to suggest product error. Review of the device history records did not reveal any related manufacturing deviations or anomalies. It is suggested that the liner disassociated causing a dislocation. Per the provided information, and evidence found on the returned liner, the patient dislocated and an unsuccessful attempt(s) was made at closed reduction. The femoral head associated with this event was not returned. It is suspected that the devices were not fully engaged when first implanted. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the dislocation event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.